Event description:
On (B)(6) 2023, a patient was scheduled for robotic assisted total right knee arthroplasty. During the surgery, the bovie tip, an electrocautery pencil, burned a hole through the surgical drape and needed to be replaced. Additionally, the bovie tip was able to burn a hole through the drape without an operator pushing the activation button. The patient was not harmed during his surgery.